Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dead. Customer's blood glucose value was 62mg/dl. Customer stated that there was a crack in the casing and water in it as well. Customer states they see fluid under the lcd. Customer states the insulin pump was not dropped. Customer states there are cracks in the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Device will return for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded.unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display.